Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 180 mg/dl and 90 mg/dl. Customer felt like her sugar may have been low at the time of the readings - she took one metformin 500 mg as a result of the readings. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.